Manufacturer narrative:
Concomitant products: patient medications include but are not limited to: clopidogrel, prophylactic enoxaparin, antibiotics, losartan. Additional device associated to event: pxt231216/9472086. (B)(4). Review of lot 9472086 determined the lot met pre-release specifications. The physician reports the cause of the paraplegia was related to the procedure, due to the increased risk associated with intentional coverage of almost all extensions of the thoracic aorta. The preserved patency of the subclavian arteries and internal iliac arteries is believed to have not provided adequate collateral circulation, which led to an insufficient medullar blood supply, and paraplegia. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the gore® excluder® aaa endoprosthesis provides endovascular treatment of infrarenal abdominal aortic aneurysms (aaas). Additionally, the IFU specifies, adverse events that may occur and/or require intervention include, but are not limited to: neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis), death.

Event description:
It was reported to gore, that on (B)(6) 2011, this patient underwent endovascular treatment for a thoracoabdominal aneurysm measuring 54.5mm in diameter, and was implanted with four gore® excluder® aaa endoprostheses and nine gore® viabahn® endoprostheses. The procedure technique used was reported to be similar to a ¿tandem-off-the-shelf¿ technique. A gore® excluder® trunk ipsilateral endoprosthesis (trunk) was implanted in zone 4 of the descending thoracic aorta just proximal to the renal arteries. The contralateral gate side of the trunk was extended using gore® viabahn® endoprostheses down to the left renal artery, the celiac trunk, and the superior mesenteric artery. The ipsilateral leg of the trunk was then extended to the right renal artery with gore® viabahn® endoprostheses; and a gore® excluder® contralateral leg which extended down to the abdominal aorta. Another gore® excluder® trunk ipsilateral endoprosthesis was then implanted within the contralateral leg component with the ipsilateral leg side extending down to the left common iliac artery. The contralateral gate side was then extended with a contralateral leg component down to the right common iliac artery. At the conclusion of the procedure almost all of the thoracoabdominal aorta was covered including exclusion of the distal thoracic arteries, all lumbar arteries and the inferior mesenteric artery. The patient awoke from anaesthesia with a distended abdomen and respiratory distress, and required re-intubation. The patient tolerated the procedure but later this same day experienced paraplegia, and developed pneumonia and septic shock. The physician reports the cause of the paraplegia was related to the procedure, due to the increased risk associated with intentional coverage of almost all extensions of the thoracic aorta. The preserved patency of the subclavian arteries and internal iliac arteries is believed to have not provided adequate collateral circulation, which led to an insufficient medullar blood supply and lead to the paraplegia. The patient expired on post-operative day six from respiratory complications and septic shock due to pneumonia.

Manufacturer narrative:
(B)(4). Additional devices implanted include: pxc181200/9500022, pxc201400/7799837. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis), death.

Event description:
On (B)(6) 2011, this patient underwent endovascular treatment for a thoracoabdominal aneurysm measuring 54.5mm in diameter and was implanted with gore excluder aaa endoprostheses in zone 4 of the distal descending thoracic aorta. The patient tolerated the procedure. It was reported that this same day the patient experienced paraplegy and developed pneumonia. On (B)(6) 2011, the patient expired from respiratory complications from the pneumonia. The event was reported to be unrelated to the device or procedure.